Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of sterile peritonitis in a patient coincident with physioneal therapy for automated peritoneal dialysis (apd). On an unreported date, pd therapy was discontinued. On (B)(6) 2012, the patient experienced sterile peritonitis. The patient was not hospitalized, and the cause of the peritonitis was unknown. The event was assessed as mild. On an unreported date, the patient began unspecified antibiotic treatment for the sterile peritonitis. The patient also received unspecified additional treatment. The patient recovered (although it was reported that it was unknown if the patient improved specifically with discontinuation of pd solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.